Event description:
It was reported that during implant, the lead exhibited unacceptable thresholds at multiple sites. During attempts to reposition the lead, the helix would not extend or retract. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.